Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00264.

Event description:
It was reported that the tips of two screwdrivers broke off during surgery. Another screwdriver of the same type was used to complete the procedure without patient impacts. This is report two of two for this event.

Event description:
It was reported that the tips of two screwdrivers broke off during surgery. Another screwdriver of the same type was used to complete the procedure without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component codes, type of investigations, findings, and conclusions. Device evaluation: visual inspection revealed the tips of both returned drivers are twisted/deformed. Potential cause root cause was unable to be determined. Tip fracture or stripping of the plug driver can occur when the driver is over torqued or when force is applied off-axis. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.